Manufacturer narrative:
A.5 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient with unknown gender, race and ethnicity was placed onto impella cp support for unspecified reasons. While on support, the automated impella controller experienced purge disc/flag issues, which were resolved by switching to another console. No patient harm was reported due to the issue.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Console logs from the reported day of event are partially consistent with complaint and show ¿purge disk not detected¿ alarm (402) 10s after purge cassette was installed during case start, but it immediately resolved within, and did not re-occur during he case. There was, however, a controller error alarm (#501, due to power batter manager (pbm) voltage out-of-spec) onset during case start, which remained unresolved until use of this console was discontinued. Presumably, this was the actual event the complaint refers to, and operator mistakenly associated it with a purge issue. Corresponding log entry ¿voltages on pbm1 and pbm2 being out-of-spec. Real time (rt) log and long term (lt) log data shows that the purge system kept operating during alarm condition. Console was tested, but issue was not reproduced. Inspection of the purge assembly revealed contamination (glucose residue) of the purge motor shaft gasket, which is consistent with increased current draw, which might have affected voltages provided by pbm to purge motor via board. The cause of the aic issue was contamination. D2 common device name revised on manufacturer device report 1220648-2024-15484 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-15484 in accordance with updated procedures.